Manufacturer narrative:
One cadd ms3 pumps was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found no evidence of reported problem. Visual inspection and functional testing were performed. The customer's stated problem was verified. Inspected the pump and performed functional tests, and the pump failed to detect the cartridge. The pump also displayed " cartridge removed on the screen." Further investigation of the pump and determined that the rear housing was broken and was the root cause of the issue. According to the investigation, the pump rear housing will be replaced to correct the reported problem. The problem source of the reported problem is unknown.

Event description:
Information was received indicating that a smiths medical cadd-ms® 3 ambulatory infusion pump displayed a message that states the cartridge is removed. The patient used a backup to resume the life sustaining infusion. There was no reported injury to the patient.